Event description:
It was reported that the 9900 system would not boot up twice before a procedure. The 9900 system had to be removed and the procedure was completed with another c-arm. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The pcb board was installed during the service call. The system was tested and found to be working as intended and put back into service.